Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.0x12 graftmaster; 3.0x16 graftmaster. (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, two overlapping 3.0x12 and 3.0x16 jostents were deployed for treatment of a perforation involving the right tibial perineal trunk. A 3.5x19 jostent was deployed for treatment of a small perforation involving the anterior tibial artery; however, the stent graft was unsuccessful at sealing the perforation and follow up coil embolization of the distal anterior tibial artery was performed using two non-abbott coils to seal the artery. It was noted that the inflow into the fem-popliteal bypass graft was excellent following the procedure and there were no untoward patient effects to the patient following completion of the procedure. The patient tolerated the procedure satisfactorily and was taken directly to the recovery room. No additional information was provided.